Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to the vyaire medical that lantronix bridge seemed to have lost connection on avea ventilator. The customer confirmed that there was patient involved and patient was transferred to another device. The customer confirmed that there was no patient harm associated with the reported event.